Event description:
It was reported that a biotronik linox t 65 lead was impossible to insert in a is1 cobalt crto rv port (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).